Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the white pulse wire was open in the trunk cable. The cause of the adjust belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) female patient's caregiver contacted zoll customer support to report constant adjust belt alarms. The patient was issued a replacement electrode belt.